Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was buzzing. The buzzing could not be addressed due to unresponsive buttons. The customer was unable to navigate any of the insulin pump menus. The patient's blood glucose at the time of incident was 127 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
No buzzing anomaly noted. The insulin pump had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.